Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013 a 7/10x40 rx acculink stent was implanted in the left internal carotid artery for treatment of a de novo lesion. Pre-stenosis was 70% and post stenosis was 20%. The patient was discharged to home on (B)(6) 2013. The patient was re-hospitalized (B)(6) 2013 for pneumonia and first chemotherapy treatment which was not related to the carotid stent/procedure per the investigator. The patient expired at home on (B)(6) 2013. Cause of death was not reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, death certificate lists cause of death as respiratory failure with history of cerebral vascular accident, colon cancer, and chronic obstructive pulmonary disease.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.